Event description:
Tenet medical engineering received an email report on/or about (B)(6) 201,3 from a sales rep stating the following: " I had a customer just call and inform me that during shoulder procedure using spider 2 the spider fell off the berchtold bed and may have dislocated the shoulder. They are asking if there is issues with it attaching to berchtold beds and if we have any suggestions" - (B)(4) smith and nephew asd. An investigation was launched including a site visit from a rep of smith and nephew.

Manufacturer narrative:
(B)(4) 2013. The unit in question has been inspected by a member of the smith and nephew advanced surgical device sales team and is in fully functioning condition according to the facility in question. They would not confirm the serial number of the unit and will not return the unit. We contacted the account requesting further information to allow a thorough understanding of the failure. It is not known if the spider2 was set up according to the supplied IFU. At this moment, given the lack of responses from the facility, we will not be continuing our investigation. If more information becomes available we will re-open the investigation. (B)(4).